Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back to get the desktop charger issues taken care of. The patient was transferred to repair where it was reported they had a bad connector. A replacement desktop charger was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the implantable neurostimulator recharger (insr) was not recognizing when it was plugged into the desktop charger (dtc). The patient stated she did not see a plug icon on the top row of her insr when plugged in. The patient stated the green light was on and the connector pin may be a bit bent, but she did not really know. No out of box failure was reported the patient was transferred to repair. It was reported the ins was taking too long to charge. The patient stated she normally got all 8 coupling boxes and normally it would take 45 minutes to an hour to charge from 25% to full. The patient stated on the day of the call it took two hours to get from low to 75%. The caller confirmed there had not been any changes to programming or usage. The patient stated at one point, she would charge while sleeping, but it would end up just clicking off because it would overheat. The patient stated the health care professional (hcp) said others were having the same issue as well. The patient did not have any additional information on the "other people". The patient stated now she charges in a chair. The caller was redirected to follow-up with the hcp. No medical/therapy problems, symptoms, or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer restating there was no lightning bolt on the recharger when it was plugged in. They got a "new wire to the charger" and the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study. It was reported the neurostimulator/recharging system was unable to recharge. The recharging cord connector loose and it was replaced. The issue resolved without sequelae (B)(6) 2018. No symptoms or complications were reported or anticipated.